Manufacturer narrative:
The device was returned to edwards lifesciences for evaluation. The esheath was visually examined upon return and the following was observed: the esheath liner was fully expanded as designed. The distal tip opened as designed, but with a distal tip split and minor soft tip damage. There were scratches along the sheath shaft. Dimensional testing was performed on the returned device. The outer diameter (od) was measured as a flex tip od that is out of specification could lead to resistance during delivery system insertion through the esheath. Testing confirmed that the measurement met the specification. The instructions for use/training manuals were reviewed for guidance/instruction involving the devices. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for inability to advance through the esheath was confirmed through evaluation of the returned device. An existing technical summary written by edwards lifesciences has been documented for root cause analysis on sheath shaft resistance with delivery system complaints. A detailed root cause analysis for similar returned sheath shaft resistance with delivery system complaints has been conducted and summarized in the technical summary. The technical summary provides details of contributing factors for increased resistance during insertion and advancement of the delivery system through the sheath. The following vessel characteristics and procedural factors were identified as the root causes for encountering increased resistance: tortuous vessels can create sub optimal angles that can lead to non axial alignment in the advancement of the delivery system. As reported, the access vessel was 'straight.' Calcification can reduce the vessel diameter and may increase restriction leading to resistance. Calcification can also result in the creation of sub optimal angles during delivery system insertion that may lead to resistance. Per evaluation of the returned device, sheath shaft scratches were observed along the sheath shaft and at the distal tip. Undersized vessels can create a restricted pathway or constrained condition resulting in difficulty during sheath expansion, thereby increased resistance. As reported, the access vessel size was 'large, above the 6 mm recommended per IFU'. Steep insertion angle can result in non coaxial alignment between the delivery system and sheath, which may lead to resistance during advancement. Information on insertion angle was not provided. The technical summary also outlines the extensive manufacturing mitigations in place to detect a defect or nonconformance associated with an esheath resistance with delivery system. There are several 100% in process inspections (visual) performed in manufacturing process and product verification testing (functional and visual) on a sampling plan basis performed prior to lot release. These inspections and testing support that it is unlikely that a manufacturing non conformance contributed to the complaint. As such, available information suggests that patient factors (calcification) may have contributed to the reported event. The complaints for esheath distal tip split were confirmed based on the evaluation of the returned device. Per the complaint description, 'during procedure, when trying to advance the crimped valve through the sheath, a lot of resistance was felt in the beginning of the esheath. The fine adjustment wheel on the delivery system was spinning (as if it was loose) when the 1st operator tried to advance the system in the esheath. It was decided not to force and take the delivery system out without damaging the esheath, release the valve and crimp it again on a new delivery system. The same esheath was also used for the final procedure'. During evaluation of the returned device, a distal tip split was observed on the sheath and a damage on the sheath shaft. Sheath shaft scratches were also observed on the returned device, suggesting presence of calcification in the access vessel. Calcification can subject the sheath to suboptimal angles during insertion, advancement, and/or withdrawal that can lead to non coaxial alignment and increase interactions between the devices and access vessel, potentially leading to the reported tip split and sheath damage. In addition, sharp nodules of calcification can damage the sheath tip or shaft through direct contact. However, 3mensio report was not provided. If excessive manipulation was used to overcome any resistance or high push force during delivery system advancement or removal through the sheath, it may have also contributed to the tip split and sheath damage. As such, available information suggests that patient factors (calcification) and/or procedural factors (excessive manipulation, high push force) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported by an edwards denmark affiliate, during a transfemoral tavr procedure with a 29mm sapien 3 valve, resistance was felt when trying to advance the crimped valve through the esheath. The fine adjustment wheel on the commander delivery system was also observed to be spinning (loose). It was decided not to advance further and remove the delivery system from the esheath, release the valve, and crimp it again on a new commander delivery system. The team prepped the same valve on the new commander delivery system and advanced the devices through the same esheath successfully with no injury to the patient. The device was returned to edwards life sciences for evaluation, and pre-decontamination evaluation observations showed shaving on the esheath shaft, and the distal tip was stretched (torn).